Event description:
It was reported that the implantable cardioverter defibrillator and the right ventricular lead exhibited post-paced t-wave oversensing. Further information was requested however, was not provided.